Event description:
It was reported that the device failed during use. Reportedly, the patient began coughing, became tachypneic and prn dilaudid was given. The device was replaced. The patient´s spo2 saturation decreased during the episode.

Manufacturer narrative:
The investigation was based on the provided information. The user facility did not involve the dräger service into examination of the device and potential repair measures. No further information such as log file, type of alarms posted during the course of event etc. Was provided. Based on the provided information a detailed investigation and evaluation was not possible. Reportedly, the inhouse biomedical technician could not duplicate the reported issue and the device was tested according to the manufacturer's specifications without deviations. A specific root cause could not be determined. The issue might be related to the patient´s condition or unfavourable settings. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. If the patient is not ventilated adequately, an audible and visible alarm together with a corresponding alarm message would be given according to the alarm settings. In the event of complete ventilator failure, the emergency ventilator safety valve will open and allow spontaneous breathing. However, manual ventilation with an alternative device may be deemed necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. H3 other text : device not available for investigation, 3rd party service